Event description:
It was reported the patient¿s stimulation was helping the correct locations following a reprogramming session. It was noted the patient went home and charged and lost stimulation coverage of their back upon turning stimulation on. It was reported the patient still had stimulation in their legs. It was noted adjusting stimulation did not resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).